Manufacturer narrative:
Date of death - estimated based on publication year of journal. Date of event - estimated based on publication year of journal. Journal article: fauchier, l. Et al. "Device-related thrombosis after percutaneous left atrial appendage occlusion for atrial fibrillation" journal of the american college of cardiology. Vol. 71, no 14. 2018. P. 1528-1536.

Event description:
It was reported via literature that thrombus, stroke, tia and bleeding occurred. A retrospective cohort study was performed. The study centralized and analyzed data from all patients with atrial fibrillation who were treated with laa closure in 8 french cardiology departments from february 2012 to january 2017. A total of 487 patients underwent laa closure during this timeframe. 272 of these patients were implanted with either a watchman laa closure device or a watchman flx laa closure device. Death was reported in 18 of these patients. Ischemic stroke was reported in 10 of these patients. Tia was reported in 2 of these patients. Major hemorrhage was reported in 10 of these patients. Thrombus was reported in 13 of these patients.